Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
The complainant alleged while pacing a 67-year-old female patient, the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch # 1220908-2025-02792 as it is related incident that occurred on the same patient at the same facility.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was evaluated for a reported pacing failure. The issue could not be duplicated during testing, and pacing functioned normally. Log review showed frequent lead-off messages from ECG leads and pads, causing intermittent disconnections and pacer output out-of-range messages. This condition is consistent with poor electrode-to-patient coupling. A full functional test confirmed the device operated as intended. Device was recertified and returned to the customer. Per the x series operator's guide (9650-001355-01 rev. P), for patient preparation for pads, follow these important steps: remove all clothing covering the patient's chest. Dry the chest if necessary. If the patient has excessive chest hair, clip or shave it to ensure proper adhesion of the electrodes. Attach hands-free therapy electrodes according to the instructions on the electrode packaging. Ensure that the electrodes are making good contact with the patient's skin and are not covering any part of the ECG electrodes. Connect the hands-free therapy electrodes to the multi-function cable (mfc or onestep) if not already connected. If the therapy electrodes are not making good contact, the unit will display the message check pads and will not allow delivery of energy. No trend is associated with reports of this type.